Event description:
Report of a stapler malfunction during an operative procedure.bowel surgery - report that the first 2 passes were not smooth, difficult, and 3rd fire jammed and never fired. Had to get a new stapler, per or report.